Event description:
It was reported that the tip-up fenestrated grasper instrument has a broken distal tip. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was observed broken from the distal end of the instrument. No material missing or detached from portion of the device that enters the patient's body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was found to have a broken main tube at the distal end. Proximal clevis was found to be dislodged as a result of the main tube breakage. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.